Event description:
Had total knee replacement on (B)(6) 2014. The operating room applied mastisol adhesive along both sides of a 10 inch incision to help secure steristrips. Within 5 days developed severe itching, redness and diffuse bullae requiring administration of oral steroids and prophylactic antibiotics to prevent infection. Am still awaiting outcome. It has greatly affected my progress with therapy. My doctor told me that I was the second person since (B)(4) out of (B)(6) patients who developed this type of reaction. Frequency: post surgery, route: applied to a surface, usually the skin. Dates of use: (B)(6) 2014. Diagnosis or reason for use: topical skin adhesive.